Event description:
In 2008, the patient's mother reported, the patient received an e5 (end of life) message on his insulin infusion device but did not receive an a5 alert prior to the device turning off. She stated he is currently on injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.